Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The device was received with missing end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.